Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure with a "possible" relationship to the impella device used: ¿patient was intubated after impella procedure (B)(6) 2024. Patient was extubated on (B)(6) 2024 and reintubated after impella removal on (B)(6) 2024 and ventricular septal defect (vsd) repair. Patient was reintubated again on (B)(6) 2024 due to hypoxic respiratory failure. Patient was trached. Patient was admitted to inpatient skilled facility to continue to monitor respiratory status/trach mask trials.¿ it was reported that the patient/event has not recovered/not resolved. Additionally, the patient endured sepsis with a "possible" relationship to the impella device used: ¿patient's bronchoalveolar lavage (bal) on (B)(6) 2024 showed +wbcs and 20000 colony of meticillin-sensitive staphylococcus. Aureus (mssa). Patient had fevers post impella implant and vsd. Cause is unknown. B/c was negative. Patient was treated for suspected hospital-acquired pneumonia and ventilator-associated pneumonia (hap/vap) with cefepime and vanco and zosyn. During patient's stay in inpatient skilled facility, on (B)(6) 2024, patient's sputum was positive for wbcs, gram + rods and negative gram rods, light diplococci and light proteus mirabilias. Patient had positive (B)(6) 2024 deep wound cultures from sternum (vsd repair site). With moderate mrsa, wbcs and rare cocci. Antibiotics given. On (B)(6) 2024 patient received wound vac and wound irrigation. ID following.¿ it was reported that the patient/event has not recovered/not resolved. It was further reported that the patient endured atrial fibrillation with a "possible" relationship to the impella device used: ¿patient had atrial fibrillation after impella surgery. On (B)(6) 2024, patient had failed direct current cardioversion (dccv) after 3 shocks. Amiodarone drip started. Pacer from post vsd surgery was set at 90. Transesophageal echocardiogram (tee) showed clot on (B)(6) 2024 in left atrial appendage (laa) so no dccv was done. Amiodarone continued by mouth post discharge.¿ it was reported that the patient/event has not recovered/not resolved.